Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient developed an infection. The device and lead were successfully explanted and replaced on (B)(6) 2017. The patient was stable post surgery.